Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had no symptoms. The customer treated with the insulin pump. Customer's blood glucose value was 335mg/dl at the time of the call. Customer declined to troubleshoot for high readings and stated that the reason for the high blood glucose was they were eating cookies. The product will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.